Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximately 3 months after the first surgery. The surgeon explanted 1 humeral cup 135/145° ø36+3, 1 offset modular system, 1 stem humelock ii, 1 glenoid baseplate, 2 standard screw, 2 locking screw, 1 centered glenosphere, 2 cortical screw and 1 screw. The surgeon implanted 1 glenoid baseplate, 1 centered glenosphere, 2 locking screw, 2 standard screw, 1 stem humelock ii, 2 cortical screw and 1 humeral cup 135/145° ø36+3.